Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated the impedance of the right ventricular (rv) pacing lead was beyond the expected upper range and there was over-sensing.

Event description:
It was reported there was a possible fracture of the lead. The lead was abandoned and replaced with an existing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.